Event description:
A user facility reported the airway tube on this mask broke when it was being removed from a pt. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.